Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The legal manufacturer reviewed the customer responses to questions on cleaning disinfection and sterilization (cds) processes and no obvious deviations from the instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a foreign matter coming out from the nozzle. There were no reports of patient involvement.